Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® suture passer instructions for use include warnings: ¿do not bend the needle or sleeve assembly. If the needle/sleeve is bent or damaged, replace with new assembly. Incomplete needle retraction into the sleeve during use may cause breakage of the needle tip.¿ the instructions for use further warn: ¿should the needle inadvertently come loose or a portion break, falling into the body cavity, retrieve the part with graspers.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: [none provided] on (B)(6) 2011, (B)(6). Indications: [the patient] is a (B)(6)-year-old female patient with an incisional hernia after multiple previous gynecologic procedures through an inferior midline incision. She was also scheduled to undergo a right salpingectomy, and hysteroscopy by gynecology, (B)(6). She had been seen in a general surgery clinic, and found also to have incisional hernia. The decision was made to proceed with a combined gynecologic, and general surgery procedure to repair her hernia at the same time. Implant procedure: (B)(6) 2011; (B)(6): laparoscopic repair of incisional hernia, and fluoroscopic examination. Implant: gore® dualmesh® plus biomaterial (8712096/1dlmcp04) 15 x 19 cm. Implant date: (B)(6) 2011; (B)(6).­ anesthesia: general; ­ preoperative diagnosis: incisional hernia; ­ postoperative diagnosis: incisional hernia; ­ findings: 6 x 4 cm hernia defect area repaired utilizing 16 x 14 cm piece of dual mesh plus biomaterial with eight transabdominal fascia sutures and a double crown row of protac fixation points. ­ complications: broken gore suture passes in the subcutaneous tissue, each broken piece retrieved completely under fluoroscopic guidance. ­ description of procedure: the patient was brought to the operating suite, and prepped and draped in the usual sterile fashion. Both arms were tucked at her sides. The patient was in the low lithotomy position, and a large ioban dressing was placed over the anterior abdominal wall. Under direct visualization off to the left hypochondrium, I placed a 5mm optical viewing trocar, and entered the abdomen safely, insufflating it to 15 mmhg. Under direct visualization I placed two additional left 5 mm trocars, and visualized the hernia below the umbilicus. The herniate contents, which were omental, and meticulously and tediously reduced back into the abdominal cavity. The hernia defect was not so much large as had a significant amount of smaller hernia within it with incarcerated fat. Significant portion of the time was taken to reduce each and every bit of incarcerated fat back into the abdominal cavity. There was also noted to be a large diastasis at the anterior abdominal wall. Further dissection was carried out to mobilize adhesions from the lower abdomen, and we visualized the enlarged right fallopian tube, which gynecology would be removing. At this juncture I turned the case over to (B)(6), who proceeded with his gynecologic portion of the procedure, which weill be dictated under separate report. Once dr. Johnson had completed his portion I stepped back into the operating room and inspected the abdomen. There was good hemostasis of the operative field. I placed a 12 mm trocar directly through the hernia defect and in the right lateral abdomen I place two 5 mm lateral trocars. I placed spinal needles at the extreme edge of the hernia defect superiorly, inferiorly and laterally. I marked the x and y coordinates on the anterior abdominal wall to orient the hernia defect area anteriorly and repositioned the needles. I measured the defect intracorporeally to be 6 cm wide x 4 cm in vertical dimension. I changed to a new set of sterile gloves, opened a 15 x 19 cm piece of gore-tex mesh plus biomaterial and trimmed it to 16 x 14 cm. I placed a gore cv-0 suture at each edge of the mesh and rolled it tightly, brought it into the abdominal cavity directly through the 12 mm trocar with no contact with the skin. The mesh was unfurled in the abdominal cavity. Measuring a 5 cm overlap along the y axis, the superior transabdominal fascia suture was retrieved measuring a 5 cm overlap along the right lateral x axis. The right lateral transabdominal suture was retrieved. With these two sutures held taut, the mesh was against the anterior abdominal wall, and all three sutures were tied down. The left lateral aspect of the mesh was then stretched towards the left lateral abdomen, and a left lateral transabdominal suture retrieved along the x axis. With the four sutures tied the mesh was in good position against the anterior abdominal wall. I decreased the pneumoperitoneum, and tacked the mesh circumferentially every 2 cm around it¿s entire perimeter. I then placed an additional inner row for a double crown row protac fixation points. The mesh was taut against the anterior abdominal wall. I then placed a 0-0 novofil suture, the tip gore suture passer snapped, leaving two pieces of metal in the subcutaneous tissue. I brought in the fluoroscopic machine. Under direct fluoroscopy, I was able to completely extract the two broken pieces of the top of the gore suture passer. There were completely removed intact and I reconstructed the instrument on the back table to ensure that I had every piece of the suture passer accounted for. I then completed placing the right lower quadrant suture with the storz fascial closure device, retrieved it, and tied the suture. There was good hemostasis of the operative field. The mesh was in good position against the anterior abdominal wall with more than adequate coverage of the entire hernia defect area. I de-sufflated the abdomen while watching trocars be removed. There was good hemostasis. The skin was closed with 4-0 monocryl and surgiseal skin glue. Relevant medical information: [none provided]. Explant preoperative complaints: [none provided]. Explant procedure: (B)(6) 2014: (B)(6). Laparoscopic supracervical hysterectomy with right oophorectomy, lysis of adhesions, removal of prior mesh, with repair of recurrent incisional hernia. Explant date: (B)(6) 2014; [hospitalization dates unknown]. (B)(6).­ preoperative diagnosis: this is a (B)(6)-year-old gravida 4, para 4 with heavy menstrual bleeding and chronic pelvic pain with recurrent incisional hernia. ­ postoperative diagnosis: this is a (B)(6)-year-old gravida 4, para 4 with heavy menstrual bleeding and chronic pelvic pain with recurrent incisional hernia. ­ anesthesia: general. ­ findings: the patient had dense adhesive disease from her omentum involving some bowel to her mesh site from her previous repair of her ventral hernia. Per (B)(6) report, she had a 4 x 14 cm defect at this recurrent incisional hernia site. She also had adhesive disease from the omentum to the abdominal sidewalls as well as the fundus of the uterus. The patient also had dense adhesive disease on the left pelvic sidewall at the site of the previous laparoscopic slapingo-oophorectomy. Once adhesions were removed, she had a normal-appearing uterus with smooth contour. No fibroids noted. In the region of previous bladder flap during 4 prior cesarean sections, the patient was noted to have dense adhesions from the base of her uterus to the anterior abdominal wall in the region of the bladder. She had an approximately 2 cm fluid-filled cyst on her right ovary, otherwise ovary appeared within normal limits, and the right fallopian was surgically absent. Normal-appearing liver edge. Ureters were identified bilaterally, and were within normal limits. ­ description of procedure: after informed consent the patient was taken to the operating room where she was placed under general endotracheal anesthesia without difficulty. She was then prepped and draped in the usual sterile fashion. After a time-out was performed, an incision was made in palmer¿s point after an og [orogastric] tube was placed. The incision was made for a 5 mm trocar. The trocar sleeve and obturator were placed under direct visualization with the camera. Once abnormal entry was obtained, pneumoperitoneum was created with carbon dioxide and position was confirmed with 5th abdominal pressure of less than 10. At this time, a survey of the abdomen was performed. No bleeding from the insertion site, or injury below the insertion site was noted. After a brief survey, it was noted that the patient had a large amount of adhesions mainly omental in nature to her previous mesh site from her ventral hernia. At this time, a right lower quadrant port was placed after making a 5 mm incision. This was made under direct visualization and position was confirmed. Monopolar cautery was used with laparoscopic scissors to try to take down some of the adhesions to the mesh on the abdominal wall. At this point, (B)(6) had entered the room and had offered to help with lysis of adhesions. Therefore he scrubbed to preform lysis of adhesions on the anterior abdominal wall, and also adhesions from the omentum to the fundus of the uterus. This was performed with a combination of blunt dissection and monopolar cautery. After the adhesions had been taken down, (B)(6) broke scrub, and the hysterectomy portion was continue with (B)(6) and myself. An additional 5 mm port was placed in a similar fashion approximately 3 cm superior, and 3 cm medial to the anterior superior iliac spine on the left, and 12 mm port site was made approximately 3 cm above the symphysis pubis under direct visualization with the camera. At this time, a more survey of the pelvis was performed and the above findings were noted. The ureters were identified bilaterally without difficulty. Secondary to difficulty with the harmonic scalpel initially, the ligasure was used to take down adhesions on the left from the uterus to the pelvic sidewall. This was done without difficulty until the round ligament was reached. At this point, the round ligament was coapted and cut. The ligasure was then used to take down the broad ligament down to the level of the cervix. At this time, part of the adhesions from the anterior portion of the abdominal wall to the cervix were taken down with great care being taken to avoid the bladder. A partial bladder flap was created and the uterine arteries were skeletonized. The uterine arteries were the coapted thoroughly and then cut. All pedicles were found to be hemostatic. Next attention was turned to the contralateral side and then using the now functioning harmonic scalpel, the contralateral side was dissected in a similar fashion and bladder flap was created to join the other side. Next a site approximately 2 cm distal to the internal os, the harmonic scalpel was used to cut the cervix. The uterus was amputated. The uterus was placed into the cul-de-sac, and then after lengthening the suprapubic incision with a scalpel, a 15 mm endocatch bag was introduced into the abdomen. The uterus and ovary were placed into the bag without difficulty. The bag was brought to the level of the anterior abdominal wall and at this point, manual morcellation of the uterus was performed using mayo scissors all within the bag. The uterus and right ovary were sent to pathology after being morcellated and removed completely from the abdomen. After the uterus and right ovary were extracted, the suprapubic incision skite required fascial closure. This was performed with 2-0 vicryl and the skin over the area was closed with 3-0 monocryl without difficulty. At this point in the case, (B)(6) returned to the operating room to complete their portion of the procedure. Please see their op note for the conclusion of the case. It should be noted that the gore® suture passer instructions for use addresses the following adverse reactions among others: possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles, or damaged thread may result in extended, or additional surgery, or retained foreign bodies.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. During the review of medical records received from outside gore regarding the implant of the gore® dualmesh® plus biomaterial, it was found in the surgeons operation notes that the gore® suture passers tip snapped. The surgeon stated that when he placed a 0-0 novofil suture, the tip gore® suture passer snapped, leaving two pieces of metal in the subcutaneous tissue. He brought in the fluoroscopic machine. Under direct fluoroscopy, he was able to completely extract the two broken pieces of the top of the gore® suture passer. They were completely removed intact, and he re-constructed the instrument on the back table to ensure that he had every piece of the suture passer accounted for. Since the implant took place in 2011, the gore® suture passer is not available for return.